Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air was observed inside the steerable guide catheter (sgc) when the clip was advanced into left atrium. Troubleshooting resolved the issue. The procedure was completed. However, during removal of clip delivery system from the sgc, air was observed again. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) and air in the device could not be replicated in a testing environment due to the return condition due to the returned condition of the device (broken hemostasis valve). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column) and air in the device could not be replicated in a testing environment due to the return condition. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air was observed inside the steerable guide catheter (sgc) when the clip was advanced into left atrium. Troubleshooting resolved the issue. The procedure was completed. However, during removal of clip delivery system from the sgc, air was observed again. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.